Manufacturer narrative:
Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of ventralex mesh, patient was diagnosed with adhesions, inflammation, fibrosis and hernia recurrence thereby underwent removal of mesh. The instructions-for-use supplied with the device lists adhesions, inflammation and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. This emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with incisional ventral hernia thereby underwent repair with implant of two ventralex meshes (device #1 & device #2). (Note, no operative notes were provided in the medical records). (B)(6) 2016 - patient was diagnosed with recurrent incisional ventral hernia and adhesions thereby underwent laparoscopic repair with removal of meshes (device #1 & device #2). (Note, no operative notes were provided in the medical records). Attorney alleges that the patient had adhesions, bowel perforation, nerve damage, pain and emotional injuries.